Event description:
Fire dept responded to a 53-year-old pulseless non-breathing male. Citizen CPR was started at time of collapse. When placed on the monitor, pt was in ventricular fibrillation. Pt was defibrillated at 250, 300, 360 watts/second. Following placement of an IV, et tube and administration of 1 mgm of epi, pt was defibrillated at 360 watt/sec. Paramedics attempted to defibrillate a 5th time, but were unable to get the machine to charge. Lcd screen displayed message of "charging failure - resorting to normal monitoring." Paramedics were unable to get machine to charge, & they transported pt to the ed in v-fib where pt was pronounced.